Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. A device history record review was not possible as the lot number was not provided. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. It was reported that pericardial effusion occurred. In (B)(6) 2015, the patient underwent a left atrial appendage closure procedure. A 33 mm watchman ® laa closure device & delivery system was implanted. The patient experienced a pericardial effusion (pe); however, it is currently unknown when the pe occurred. No further patient complications reported.